Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used during a ureteral dilatation procedure. According to the complainant, during inflation, the balloon leaked and was unable to be inflated. F/u revealed that the balloon was not reported to have burst. The procedure was completed with a different device. There were no pt complications and the pt condition was reported as "good".

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental MDR will be filed.